Manufacturer narrative:
The troponin t hs reagent expiration date was 31-jul-2021. The investigation did not identify a product problem. The cause of the event could not be determined. As qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. Based on sample short and abnormal sample aspiration alarms present on the day of issue, the event is consistent with a preanalytical handling issue by the customer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received troponin t hs elecsys result for one patient from the cobas e 801 module. The initial testing gave an alarm, but no numeric result. The repeat result was 9.67 ng/l and was reported outside of the laboratory. The second repeat result was 102 ng/l which matched the patient history. The reagent lot number was 470034. The expiration date was requested but was not provided.